Event description:
Pt underwent a carotid repair surgery on (B)(6)2010. Thirty six hours post implantation, it was reported that the pt had a swelling of the neck. The pt underwent new surgery on (B)(6)2010 to evacuate the fluid collection. Patch remained implanted.

Manufacturer narrative:
Method: no product evaluation was performed since the patch remained in pt. One patch coated the same period, under the same conditions than the complaint device, underwent water permeability testing. Test result indicated a value well within product specifications. Results: a review of the device history records indicated that the patch was processed and inspected according to procedures and no anomaly was found in the collagen coating records. Conclusions: no conclusion can be drawn. However, the testing performed on similar product would tend to indicate that the device was not defective.